Manufacturer narrative:
(B)(4). Event description continued: a final angiogram revealed the profunda artery was intact with palpable pedal pulses. The patient was monitored overnight and discharged to home the next day. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the proglide device. No additional information was provided. Reportedly, mild calcification was present at the left common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after stenting the left iliac artery, arteriotomy closure of a mildly calcified left common femoral artery (cfa) was attempted using a proglide device. Reportedly, after the device was retracted up to the skin level to expose the guide wire exit port, a guide wire was reinserted to maintain guide wire access. When the device was withdrawn from the vessel to harvest the suture from the distal-end of the proximal guide, blood was observed oozing around the proglide device sheath. With a guide wire remaining in the puncture site, the knot was advanced and tightened, but moderate bleeding continued and a hematoma developed. A 7f. Sheath was inserted to maintain hemostasis. A femoral angiogram revealed mild damage and blood externalizing from a collateral vessel at the access site. The physician believed that during initial cannulation of the vessel, the guide wire was advanced into the cfa, exited through the collateral vessel, than entered back into the cfa. After an infusion of protamine to reverse the anticoagulant effects of heparin, the 7f sheath was removed. The hematoma was expressed with digital pressure. Manual arterial compression was applied to achieve hemostasis. No treatment of the collateral vessel was required. The patient was asymptomatic through-out. The physician indicated that he did not expect a collateral vessel at the access site, but believed the collateral vessel developed due to the chronic total occlusions of the left iliac and superficial femoral arteries.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.